Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-17: information was received from a friend/family member regarding a patient who was implanted with an implantable neurosti mulator (ins). The reason for call was that the patient has not had any follow up appointment. Patient rep mentioned that the patient's ins is not working and is not providing pain relief. Patient rep mentioned they have been trying to schedule an appointment but are having a hard time setting an appointment with a manufacturer representative (rep). Agent provided national answering service (nas) number and emailed reps for visibility. On (B)(6) 2025: the pt reported that for the "last several months" the "implant had not been working" and they could not get it charged. The pt has communicated this issue to staff at two different clinician locations. The pt stated they have had several falls and hit their spine and the back of their neck resulting in a back injury and a neck injury and the ER cannot do anything. The pt stated there is something wrong with them and they were having headaches and they have been hospitalized, but the doctors could not do anything stating they tried to get an x-ray but "this thing is in the way". The pt requested a manufacturer representative (rep) come to the hospital to "turn this thing off". The pt confirmed they had not seen a rep for these reported issues and their physician was the one who told them "it doesn't work". The pt stated the clinician has tried to get a rep to the clinic to help the pt but had not been successful. Patient services offered to do troubleshooting with the pt over the phone, but the pt refused to get their external equipment. The pt stated they were going to go back to the ER. Pss reviewed with the pt to take their external equipment with them. The pt stated they were scared something was going to happen to them. The pt was redirected to see their doctor to further address the issue and provided the pt with the phone number for the national answering service (nas) to give to the doctor to schedule an appointment with a rep. Reps were emailed for visibility. On (B)(6) 2025: patient representative called back from patient's phone number and repeated information in this case. Caller stated the patient took a fall, and had been falling, so they were in the hospital but recently discharged. Caller stated the CT scan was inconclusive, so they wanted to get an MRI, but they would not perform the MRI without it being "activated." Caller stated the patient hasn't charged the implant in probably 6 months because the stimulator hasn't given them any pain relief at all since implant. Caller stated the patient was ready to have this removed from their body. Caller added that they can't recharge the implant because it gives a message that the device is unable to be recharged, so something is going on with the charger. Caller explained that they were told a mdt rep should have come out to the hospital to "activate" the stimulator while the patient was admitted, but no one came. Caller stated medtronic is neglecting patient care, and the MRI still needs to be done. Agent reviewed role of rep and the rep paging s ervice. Agent reviewed MRI compatibility and MRI mode. Agent offered to troubleshoot the external equipment for recharging the implant, but caller stated the patient is too frustrated right now to do that. Agent redirected patient to their healthcare provider to further address the issue. Caller may call back for troubleshooting if the patient is up for it. Caller noted the patient has had 6 back surgeries and now has failed back syndrome. 2025-06-10: additional information was received from the patient. The patient called back and stated that they were having a lot of anxiety over the device. Patient stated that they have a medical issue that needed to be resolved and they need some help. Agent asked clarifying questions. Patient mentioned they have been to their clinic and they did some adjustments. Patient said they can't function with the device they are in pain; they have been falling and unsteady on their feet. They have fallen over 10 times since (B)(6). Patient said about 5 days before (B)(6) (patient was hospitalized this date) they have experienced issues on their device. Patient said that when they are in the hospital (they don't know how they got there) they were trying to get a hold of a manufacturer representative (rep) but to no avail. They already left the hospital and they went to the clinic once a month to explain what happen to them, the clinic said they are trying to contact mdt rep as well but could not get one, clinic did not know how to "turn it off". Patient was scared as they are not getting any relief. Patient was afraid, as there was an instance that there were unconscious for 2 days. Patient said that they received a form that they need to fill up about why they did end up in the hospital-patient said they had a fall and hit their head. Agent attempted to troubleshoot with the patient however patient refused as they are afraid and can't do it. Patient said they probably recharged their ins about three weeks ago. Agent offered to email mdt rep for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called and reported they cannot turn off the device for the patient to do their MRI. Caller mentioned that they had called in before about the same concern. Agent reviewed previous call, caller then mentioned that during the previous calls the patient was not able to do the troubleshooting or even answer or provide information because of the patient's condition; caller confirmed, that the patient was indeed afraid of doing anything on the device, that they were told that a mdt rep will see them to "disarm" the device. Caller mentioned that the patients needs brain MRI but they can't proceed because they cannot use the device and mentioned they can't charge the controller to turn off the therapy or go to MRI mode; caller added controller showed red line on the screen. Agent offered to proceed with the troubleshooting since they have the external devices. Agent had caller do an ac power reset; the empty controller powered on when plugged into the ac power supply but when the battery pack was inserted, the controller did not have any blinking light on the touchscreen. Agent asked if they have aa batteries, caller said no. Due to the current situation of the patient, agent sent a request to repair to replace the battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patients home care provider called in repeating previously documented information. Caller stated the patient was having an ongoing issue where they were in the ER 2-3 different times, and each time they had been wanting to do a brain MRI. Caller stated the patient was sent a replacement battery pack as they were unable to charge controller at one point, but they are still seeing some sort of battery message. Caller did not clarify or know specifics of message, but stated it said "error- check battery" with a red popup. Caller stated they had been in contact with medtronic rep since may 3rd, and other reps from their team, but patient is still having error and needs MRI. Caller stated the imaging center was having a hard time turning patients stimulator off and stated they will not call medtronic rep. Agent reviewed MRI mode and offered to perform troubleshooting, but caller stated they are not with patient nor equipment. Caller will call back to further address issue.patients rep called back from number on file. They were confused because the battery pack was sent in a controller. Reviewed this is the transport controller. Patient rep put the battery pack in the patients controller and will send old battery pack back in the transport controller. The patients controller with new battery pack inserted says the battery is empty. They are going to charge the controller, and will then attempt to charge patients implant. They might be calling pats back for help. Patient rep called back in and stated that they had charge the controller overnight but the message "battery low recharge the controller soon" appeared. Agent had caller plugged in the controller into the ac power supply without the battery and confirmed the controller powered on. Caller reinserted the battery and confirmed green stable light. Patient confirmed no visible damage to the controller compartment and battery. Agent thenhad patient attempt a recharging session but "battery low recharge the controller soon" appeared. The issue was not resolved. Agent sent a request to repair to replace the controller and battery pack. Patient's representative called back from number on file and repeated previously documented information. Caller refused to perform any troubleshooting and they would like to reach out to the local rep to "disarm" the device so that they can perform the m ri. Advised the caller to charge both the controller and the patient's implant once the replacement equipment is received and then attempt to access MRI mode. The caller opted to call back.